Manufacturer narrative:
It was reported that the unit did not reach the programmed flow rate in high flow therapy. A philips authorized service provider (asp) went onsite and performed a preventative maintenance (pm). After the pm was completed, the philips asp confirmed the airflow and o2 parameters were within the correct values and no fault/malfunction. The philips asp confirmed the airflow and o2 parameters were within the correct values and no fault/malfunction. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit did not reach the programmed flow rate in high flow therapy. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Onsite service is pending.